Manufacturer narrative:
Submit date: 3/18/16 both the syringe and needle were evaluated at their respective manufacturing plants. A device history record review of the reported lot number(s) of both items confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Both the syringe and needle were returned for this complaint. There were 10 samples (unused, unopened) returned with this complaint along with 5 12ml syringes. The 12ml syringes are not made at the (B)(4) facility. The needle hub ID and syringe luer tips were gauged using calibrated iso test gauges. All the syringes gauged within specification and 5 of the ten needles were within specification. The remaining 5 needles had hubs that gauged shallow, which is the ID of the hub was small compared to specification. This condition would result in less engagement with the syringe tip and make it harder to seat the needle all the way to the bottom of the syringe luer. All 10 needles were test fit on the supplied syringes and all properly engaged the syringe and maintained proper sheath engagement. If forced hard enough, the needles can be engaged on to the luer deep enough to affect sheath engagement, however this is not necessary for proper operation of the needle/syringe. There was no deformation or damage on luer lips of all returned samples. Dimensional and taper check was performed further. The results of the dimensional and taper for all syringes are in compliance with iso criteria. The most likely root cause for the sheath not reengaging the hub is the needle being over tightened on the syringe. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are physically measured for luer dimension compliance and for sheath attachment. The lot(s) met all defined acceptance requirements and was released. Based on the investigation findings and the information available, a corrective and preventive action (CAPA) is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a hypodermic needle. The customer states the cap will not stay on the needle if the needle is securely luer locked onto the syringe. A nurse received a needle stick that was used on (B)(6) patient due to the cap falling off. Nurse has had blood tests conducted and has been put on antiviral therapy.